Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found the vacuum was not aspirating all the liquids in the vessel. He cleaned the solenoid valve and vacuum tubing and then ran calibration and controls that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module. The samples were repeated after the service actions were completed. Patient 1 initial result was 146 mmol/l and the repeat result was 138 mmol/l. Patient 2 initial result was 148 mmol/l and the repeat result was 139 mmol/l. Patient 3 initial result was 148 mmol/l and the repeat result was 140 mmol/l. Patient 4 initial result was 149 mmol/l and the repeat result was 141 mmol/l. Patient 5 initial result was 149 mmol/l and the repeat result was 143 mmol/l. Patient 6 initial result was 151 mmol/l and the repeat result was 141 mmol/l. Patient 7 initial result was 150 mmol/l and the repeat result was 141 mmol/l. The questionable results were not reported outside of the laboratory.